Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The internal hv capacitors were returned to the manufacturer for further evaluation and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow up, an alert for capacitor maintenance charge timeout was noted. Another capacitor maintenance check was performed and showed the same result. Device will be explanted.